Event description:
Event description boston scientific received information that this device was found to be at elective replacement indictor (eri). The patient experienced syncope, associated with bradycardia, during a head-up tilt table test. A temporary pacemaker prevented symptoms on a second provocative tilt table test. The patient has a history of vasovagal syncope. A replacement procedure was then performed, the device was explanted and replaced with a competitor's device. The pacemaker was implanted for 10.2 years. The expected longevity per merlin is 6.2 years, thus exceeding the expercted longevity by 4 years. The pacemaker has been returned and for a basic analysis for an eri device.